Event description:
It was reported, the patient had their first overdischarge. It was stated, the battery ¿got hot¿ and this happened ¿off and on.¿ it was noted this did not happen during recharge, but during everyday use. Additional information stated that no troubleshooting was performed. It was stated, the patient¿s stimulator is on and they were receiving effective stimulation.

Manufacturer narrative:
Product ID 8591-38, lot# d14204, implanted: 2012 (B)(6); product type accessory product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3550-p4, lot# n310494, implanted: 2012 (B)(6); product type accessory. (B)(4).